Manufacturer narrative:
Kci found evidence that the device had a collapsed power switch dome. There is no injury associated with this event. Kci is reporting this event found during evaluation of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
On (B)(6) 2021, kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. There is no injury associated with this event.